Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. While troubleshooting, the fse found that the bios battery for the host pc was weak. To resolve the issue, the fse replaced the bios battery, reset the hard disk drive and reseated the connectors. The same issue reoccurred on jan 22, 2024 but no errors were found in the logs during the troubleshooting. The fse turned on the host pc manually and restarted a few times. Following these tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the host computer was unable to startup. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and reset the hard disk drive and reseated the connectors which returned the device to expected functionality.